Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Catheters balloon is self-deflated in use.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. (B)(4) pieces of representative sample was returned for investigation. Based on the complaint description, it was reported that catheters balloon is self-deflated in use and this phenomenon was likely due to leak balloon. Visual inspection was carried out on the representative sample by inflating the catheter with 10ml of water. However, the balloon was able to stay inflated and no leak on the catheter observed during the test. The representative sample was then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters) for further investigation to observe leak or burst catheter. However, the sample is still under soak test period, hence this report will be revised once the soak test end. Based on current production samples soak test result , there was no leak or burst balloon found along the soak period. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished minutes leak test. Any defective catheter will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative sample. The sample also can be inflated with no leak balloon issue observed. For further investigation, the sample was subjected to 14 days soak test. However, the sample is still under soak test period, hence this report will be revised once the soak test ended. According to current production samples soak test record , there was no leak or burst balloon found along the soak period. Therefore, this complaint could not be confirmed.

Event description:
Catheters balloon is self-deflated in use.